Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced multiple insulin leaks from the ilet cartridge assembly, with insulin smell and moisture noted near the top of the cartridge after proper attachment and correct fill volumes; the event was associated with high blood glucose with a reported blood glucose of 330 mg/dl confirmed by glucometer and involved an inset infusion set on the abdomen and a dexcom g7 continuous glucose monitor (cgm), and the device problem was characterized as a leak with the implicated component being the reservoir. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue in the reservoir component, aligning with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.